Manufacturer narrative:
(B)(6). (B)(4). Implant date and month is unknown. Results pending completion of evaluation.

Event description:
It was reported that the patient received a spondylodesis with peek rod and screws from l2-l4, in 2010. Due to an adjacent segment disease, a revision was made on (B)(6) 2015 from t12-l4. During the revision and after removing the second rod on the left side, the surgeon noted the broken screw on the left side of l4 which was not seen with the MRI pre-op. Proximal end of screw shaft with the screw head was explanted successfully, while the screw shaft partially remained in the vertebra. No patient symptoms or complications were reported as a result of this event. No treatment or additional surgery had to be performed either.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: product analysis: microscopic examination confirms the mas bone screw is fractured approximately ~3-4 threads from the tip of the screw. Optical examination did not identify material surface defect around fracture surface that could contribute to crack propagation. Microscopic examination of fracture surfaces reveal a fairly flat fracture, with ratchet marks near the origin of crack propagation and progressive striations, through the remainder of the bone screw cross-sectional area. This is indicative of cyclic fatigue, with a localized region of origin, followed by convex striations in the direction of propagation. A planar step is noted near the final portion of the cross-sectional area of crack propagation. The major and minor diameter of the bone screw, was measured and found to conform to print specification. The above observations are consistent with cyclic fatigue.